Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved with a 5f mynx control vascular closure device (vcd) despite following the instructions for use (IFU). Manual compression was performed for 20 minutes. There was no reported patient injury. The device was stored, prepared, and used according to the IFU. The physician was mynx certified and had used the device several times prior to the procedure. The mynx vcd was used in a coil procedure. There were no visible signs of device or package damage prior to use. A retrograde approach was used. Angiography verified femoral artery suitability, including a vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than 5 mm. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The mynx vascular closure device (vcd) was used during a diagnostic procedure with a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath introducer was used. Pulsatile bleeding was noted immediately upon removal of the device. The sealant was deployed to the proper location. No issues were noted during balloon retraction or button #2 step. He device will be returned for evaluation.